Manufacturer narrative:
G4: 27may2020. B4: 27may2020. The service technician ran the unit but the reported phenomenon was not duplicated. The service technician confirmed the occurrence of the blower temperate was high in the diagnostic report, so the blower was replaced for the prevention of recurrence. No other abnormality was confirmed. Unit was checked overall, cleaned, run in tests and functionally tested submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
The customer reported high blower temperature. There was patient involvement, but no one was harmed.

Manufacturer narrative:
G4: 23apr2020. B4: 24apr2020. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28jun2020 b4: (B)(6) 2020. The visual inspection of the blower assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician verified the assembly was within specifications, the fi technician installed the blower assembly into a fi ventilator and tested the device. They were not able to duplicate the reported failure of blower temperature high alarm. The determination not could be made that the device failed to meet specifications, the blower assembly functioned as they should. No fault found with this assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.